Event description:
During the evaluation of a returned spectrum infusion pump, 2 occurences of "air-in-line" alarms were identified in the event history log. There was no pt injury or medical intervention required since these items were found during evaluation of the device. No add'l info is available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "air-in-line" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is rec'd a follow up will be sent. The ultrasonic sensor was replaced.